Event description:
Additional information received from the consumer reported the patient had notified their healthcare professional (hcp). Hcp was seen on (B)(6) 2015 and (B)(6) 2016. The device was checked and it was fine. The patient had first started noticing the device tuning itself off in (B)(6) 2015, they were not positive but it was summer 2015. Steps taken to resolve the issue included when the battery showed any light or battery going down the patient quickly charged it up again. Battery had been in 5 years going on 6. It seemed the patient's dyskinesia was coming back and they thought it was related to the battery going low. Next appointment was scheduled for (B)(6) 2016. Healthcare professional noted that there was no troubleshooting done, no actions taken, no cause, no resolution and the patient had not been seen; this was the first time the hcp was hearing of it.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that as the charge in the implantable neurostimulator (ins) gets low, it shuts off. The patient reported that she has had his batteries in her stimulator since (B)(6) 2010, and she did not have to worry about it before, but currently, she needs to check it once a week. She was wondering if the batteries were wearing out sooner than 9 years. It is unknown when the issues began occurring. No symptoms were reported.

Manufacturer narrative:
New codes added due to additional information.

Event description:
Additional information received from the patient reported that was a manufacturer representative (rep) that came out to the hospital the last time she had problems. She confirmed the hospitalization at that time was unrelated to the device or therapy. She mentioned that she could not seem to move her feet for four days, was unable to walk, and was freezing, so called the parkinson¿s foundation. The patient also stated that her device turned off by itself and did not know how to turn it back on, so the rep came to help her figure everything out. This issue happened twice and she was not sure when the second occurrence happened. It could have been last year or the year before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.